Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced constant infections and the device was removed in 5/1999. In 9/2000 a piece of the sling that was imbedded in the urethra was removed. The device was not returned for eval.